Manufacturer narrative:
A sample was provided for investigation. The sample was tested using the roche elecsys method and a siemens methodology. The free psa results agreed between both methods. The tpsa results were lower with the roche assay. The sample was further tested and it was determined there was an interferent in the patient sample, most likely anti-idiotype or auto-antibodies. Free psa was found to not be affected by the interference.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for total (free + complexed) prostate-specific antigen (tpsa) and free psa. The free psa value was larger than the tpsa value. The first sample resulted as 3.630 ng/ml for tpsa and 4.8 ng/ml for free psa. Both values were reported outside of the laboratory to the doctor and the patient. The second sample resulted as 3.230 ng/ml for tpsa and 4.610 ng/ml for free psa on (B)(6) 2013. Both values were reported outside of the laboratory to the doctor and the patient. The patient was not adversely affected by the event. The samples were run on an e601 module, serial number (B)(4).